Event description:
In 2009, the pt called for assistance with changing her insulin cartridge. After she successfully completed the cartridge change she asked if she should bolus. She stated that "sometimes after I've filled the cartridge I notice my blood sugar is very high the next morning" (275-300 mg/dl). She stated this has happened 1-2 times in the past couple of months. On these occasions she injected insulin to lower her blood glucose. Her target blood glucose range is 100-150 mg/dl. She stated that a cartridge of insulin lasts her 2.5 weeks. She was advised to contact the insulin manufacturer for the recommended length of time the insulin can be used in the infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.